Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2023, the patient underwent revision procedure of bilateral vert pattern mastopexy with submuscular implant removal and subsequent prefectoral placement of new implants (patient has had previous augmentation surgeries). Durasorb (ID ptm1025) was used as a sling under the implants. The left breast pocket was distorted upon old implant removal, surgeon had to manipulate the tissue a lot on that side vs. The right. The patient has a history of vicryl suture allergy (previous augmentation) with inflammation around the sutures. Surgeon used pds sutures instead; a couple deep, and also to tack down durasorb. No drains used, no dead visible dead space, everything tightened up well. Patient was prescribed duracef for 5 days. A week after surgery, surgeon removed the steri-strips over the incisions. Left breast incision looked a little weepy with clear serous fluid. A couple days later, left breast incision had dehisced slightly with associated discomfort and continued serous fluid drainage. The surgeon had irrigated the pocket a lot during surgery and considered that irrigation fluid may have snuck into the pocket and stayed there, leaked out after closure. The patient was started on bactrim on day 9 post-surgery. It was examined again on day 21. The inferior portion of the left breast was red and indurated. The patient still had discomfort, inflammation, and continued serous drainage. Incisional wound was swabbed for culture (pending). Cleaned up the wound and closed it in-clinic. No action taken with durasorb. The device was not exposed and not removed. The resolution date of the infection event is ongoing and not yet resolved (on (B)(6) 2023). The durasorb was used together with silicone breasts implants. Based on information provided: "a suspected infection experienced by the patient post mastopexy is not related to the use of durasorb": the cause of infection was surgical procedure. Based on the discussion, the surgeon followed the durasorb instructions for use.

Event description:
N/a

Manufacturer narrative:
The durasorb (ID ptm1025) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. As there were no issues identified with the durasorb, and infection was not confirmed, there is no root cause for the symptoms documented by the surgeon.